Event description:
It was reported that the catheter was replaced on (B)(6) 2012 due to a catheter kink. During a pump interrogation on (B)(6), diagnostic results showed a reservoir volume of 3.3ml, however the actual volume in the reservoir was 22ml. A (B)(4) contrast study was performed on (B)(6) and results showed inability to aspirate the catheter. The patient was reported to have experienced increased pain. Following the replacement the patient outcome was reported as resolved without sequelae. The device system was used to deliver fentanyl, bupivacaine and clonidine. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter, product ID 8596sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter, product ID 8590-1, lot# n281658, serial#, implanted: 2011 (B)(6), explanted: product type accessory. (B)(4).